Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, dizziness, headache, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, dizziness, headache, asthma (new or worsening). No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation the manufacturer observed dust-like contamination at the air inlet of the blower box. Black dust-like contamination on the ui panel. Black dust-like contamination in the bottom enclosed discolored seals on the humidifier. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid, date received by mfg, product UDI, device avail. For eval?, date returned has been updated.